Event description:
It was reported that the ilet device did not charge despite being connected to power for approximately two hours, with the charger indicator showing a solid light and the user having tried multiple wall outlets; a replacement charger was initiated. Symptoms included no reported adverse health effects. Outcomes included replacement supplies shipped to the user. Investigation included a review of the reported charging behavior and user troubleshooting steps. Investigation of this case revealed insufficient power transfer to the device despite an illuminated charger indicator, consistent with a charger or power interface malfunction. It was concluded that the event was attributable to a suspected charger or charging interface malfunction, and the device function could not be verified at the time of the report.